Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced recurrent low glucose during meals and during physical activity while using the ilet, with inappropriate dose adaptation attributed to frequent ¿less¿ meal selections and announcing meals at the start of eating; the user was advised to announce mid-meal, follow re-adaptation guidance, and perform a factory reset and firmware update to enable pausing insulin delivery for exercise. Symptoms included hypoglycemia requiring oral carbohydrate intake. Outcomes included recovery without medical intervention or hospitalization. Investigation included customer support review, guided troubleshooting, device setup assistance, and education on device use and exercise management. Investigation of this case revealed user-dependent dosing maladaptation and need for firmware update to access pause functionality. It was concluded that the device functioned as designed and that user training and reconfiguration addressed the event.